Event description:
It was reported that the patient underwent a minimally invasive spinal surgical procedure. It was reported that the outer sleeve was cracked. No patient complications were reported.

Manufacturer narrative:
(B)(4). The device has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Manufacturer narrative:
Visually confirmed extender strap cracked vertically on one side. Visible portion of fracture surface is quasi-brittle with discernible striations, providing some evidence of possible fatigue. Strap thickness inspected and found to be within print specification. Tip deformation and witness marks of inner sleeves suggest possible bend stress overloading of instrument unable to determine root cause with the available information.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.